Manufacturer narrative:
Date rec'd from MFR: 08oct2019. Date of report 09oct2019. The manufacturer¿s international service technician replaced the flow sensor assembly and the problem was resolved.

Event description:
It was reported that the ventilator produced an error. There was no patient involvement.

Manufacturer narrative:
G4: 01oct2019; b4: 17oct2019. The manufacturer¿s international service technician initially evaluated the ventilator, confirming that it was not delivering breaths while it was running, and determining that the sensor needed to be replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/02/2019.

Event description:
It was reported that the ventilator produced an error. There was no patient involvement.